Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with his transmitter and has been trying to use his fathers. The customer¿s blood glucose at the time of the event was unknown. He said that his transmitter will not connect and kept saying he was low. Then, by the time he¿d get ready for work, his blood glucose was 500 mg/dl and for the next few hours he would try to calibrate and the red light kept flashing. After troubleshooting, the customer was successfully able to connect the transmitter to the pump. The customer had also mentioned that he had low blood glucose of 67 mg/dl and then 72 mg/dl. Troubleshooting was offered but he declined. The insulin pump will not be returned for analysis.